Event description:
Additional information received indicates that surgical intervention took place on 12jul2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. The new ipg was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has been experiencing pain/discomfort at their ipg site due to their ipg being superficial to the skin. As a result, the patient plans to undergo surgical intervention on a later date.